Event description:
A complainant alleged that while placing instruments into pdcare 2.5% glutaraldehyde, the solution splashed into her eye.

Manufacturer narrative:
The complainant refused to provide information with regard to age and weight. The complainant reported that after rinsing her eye at an eyewash station for approximately fifteen (15) minutes, she was still experiencing irritation. The complainant sought medical attention with an eye doctor and was prescribed eye drops; she was diagnosed with having a chemical burn on the underside of her eyelid and near her tear duct. To date, the complainant is doing fine and has fully recovered. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no investigation can be conducted.